Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-years-old female patient, not pregnant, of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2015 for the first time to (B)(6) 2015 at 1 df, 1x/day for back pain. The patient medical history includes contraception nos, allergy on cobalt and nickel. The patient's concomitant medications were not reported. Past drug includes nicotine. The patient had used one patch each on 2 consecutive days for about 10 hours, and then there was a 2 days pause. Then she had used one patch each on 2 consecutive days for about 10 hours again. Physical examination showed an approximately 2 euro sized blister filled with fluid (above the buttocks, on the back) had developed on (B)(6) 2015. No surgical intervention, no scars occurred, no treatment, no further medication administered. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The outcome of the blister was resolved on (B)(6) 2015. Other event was resolved on (B)(6) 2015. A causal relationship was suspected, while on follow-up, provided as related. The event was provided as non serious by reporter. Additional information has been requested and will be provided as it becomes available. Follow-up (23nov2015): new information received from contactable pharmacist included: event outcome. Causality assessment. No surgical intervention, no scars occurred, no treatment, no further medication administered. Medical history, past drug. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events blisters and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the events blisters and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day (B)(4) and 30-day FDA reportability.

Event description:
An approximately 2 euro sized blister filled with fluid (above the buttocks, on the back) [blister]. Had used one patch each on 2 consecutive days for about 10 hours [intentional device misuse]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2015 at 1 df, 1x/day for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient had used one patch each on 2 consecutive days for about 10 hours, and then there was a 2 days pause. Then she had used one patch each on 2 consecutive days for about 10 hours again. Physical examination showed an approximately 2 euro sized blister filled with fluid (above the buttocks, on the back) had developed on (B)(6) 2015. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The outcome of the event was unknown. A causal relationship was suspected. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events blisters and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blisters and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.